Event description:
It was reported that the line of a continu-flo primary set was punctured. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and functionally pressure tested underwater. A leak was observed through a puncture in the tubing approximately 4.5cm below the lower y-site. The reported condition was verified. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.